Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion in the circumflex branch (cx). The device was inspected before use with no issues noted. Negative prep was performed with no issues noted. The device did not pass through a previously placed stent. Resistance was encountered during delivery. Excessive force was not applied during delivery. It is reported that stent dislodgement occurred when removing the product after a failed delivery as the stent was caught by the calcification of the lcx's ostium. The dislodged stent was removed from the patient using a snare. The stent became deformed during removal. No further patient injury was reported.

Event description:
An attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion in the circumflex branch (cx). The device was inspected before use with no issues noted. Negative prep was performed with no issues noted. The device did not pass through a previously placed stent. Resistance was encountered during delivery. Excessive force was not applied during delivery. It is reported that stent dislodgement occurred when removing the product after a failed delivery as the stent was caught by the calcification of the lcx's ostium. The dislodged stent was removed from the patient using a snare. The stent became deformed during removal. No further patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lesion was located in the middle of the circumflex branch. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the delivery system returned with no strain relief or luer attached. The strain relief or luer did not return for analysis. The hypotube had been cut. The stent was not present on the balloon. Deformation was evident to the dislodged stent with stent wraps stretched and bunched. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.